Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tipbroke during a case. All pieces were retrieved and the procedure was completed successfully.

Event description:
It was reported that the tip broke during a case. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: during acl, the tip of the probe broken off. It was considered all the broken tips/flakes could be retrieved. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be device came in contact with another hard instrument. Excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.